Event description:
An aneurx stent graft system were implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that on a routine annual post evar CT scan, a proximal type I endoleak was confirmed. The physician believed that the distal part of the aortic neck had progressively dilated which led to loss of seal. The stent graft migrated approximately 3mm. The patient was treated with an endurant ii cuff, resolving the proximal type I endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).